Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to advance a guidewire through the ureteral catheter. It was later reported from (B)(6) on (B)(6) 2018, the user tried to insert an unknown guide wire through the catheter and failed. The user suspected that there could have been occlusion or deformation within the catheter. It was later reported by (B)(6) on (B)(6) 2018, there was a significant difference in the diameter of the catheter.

Event description:
It was reported that it was difficult to advance a guidewire through the ureteral catheter. It was later reported from (B)(6) on (B)(6) 2018, the user tried to insert an unknown guide wire through the catheter and failed. The user suspected that there could have been occlusion or deformation within the catheter. It was later reported by (B)(6) (malaysia investigator) on (B)(6) 2018, there was a significant difference in the diameter of the catheter.

Manufacturer narrative:
The reported event was confirmed as a supplier related issue. Per the evaluation, it was confirmed that the tip of the catheter was slightly deformed. The inner hole diameter of the sample received was compared with the inner hole diameter of the good sample. The diameter of the sample was smaller compared with the good units due to the deformed tip. The sample was sent to the supplier for further investigation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "[warnings] 1. Method for use (1)when using the multi-length type stent, it should be avoided in the following cases. 1)if you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil part shave risks of knot formation at the tip of renal pelvis side during placement or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. [Contraindications] 1. Method for use (1)do not reuse. (2)do not resterilize 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre-born baby from x-ray.]" Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.